Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of an issue with cobas infinity core license software version 2.2.3. The customer stated that an elecsys troponin t hs (tnths) result was higher than the critical range and should have been blocked by the validation criteria. The customer's cobas infinity software is configured with automatic validation criteria. The criteria were set up to 1) hold results outside normal and the tolerance range 2) hold results labeled with panic range and 3) hold results with alphanumeric results with only numeric reference ranges. For the tnths test, the system was configured to hold values above the critical range of >14.00 pg/ml. On the day of the event, the cobas 6000 sent a result of 14.15 pg/ml to the middleware. Due to the rule exception, the numeric result was changed to 14.15c. Since the result was in the configured panic range the rule engine added the "c" to the end of the result. At this point, the result was verbally communicated to a doctor. Then a user manually sent again the tnths result of 14.15 pg/ml from the cobas 6000 to the middleware. Since the rule had flagged the initial sent tnths result of 14.15 with a "c", this tnths result that was sent manually by the user was not marked with a "c" on the end. Since the result did not have the "c" on the end, the result was automatically validated and sent to the host. There was no allegation of an adverse event. The investigation tried to reproduce the event in a virtual environment but was not able to do so. Therefore the investigation was unable to find a definitive root cause.